Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: the pump case was removed; there was no damage found to the piezo. The piezo contacts were found to be ok. The reported ¿intermittent sound¿ complaint was not duplicated during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is reportable because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery. There was no indication that the product caused or contributed to an adverse event.